Event description:
On 04/10/2026, it was reported by (B)(6) that the 42 year old, female patient "reached out requesting for replacement bands since band size 1 snapped in the night while the device was being worn. When she went to change the band she noticed the button was also loose and fell out." The event occurred on 03/11/2026 and the patient stopped using the device on 03/12/2026. The customer has a secondary device to wear until she receives the remake of the reported device. The customer was requested to return the device. There was no harm caused to the patient and no outside clinical evaluation was sought.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).